Manufacturer narrative:
Correction: h3; the device was not available for evaluation; therefore, a root cause could not be determined for the event. H3 other text : product not accessible for evaluation

Event description:
The manufacturer service technician reported that there was a component missing while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that there was a component missing while it was being serviced at the user facility. There were no adverse consequences related to this event.